Event description:
Staff member hooking a humidity bottle to a o2 regulator in wall above bed in room 426. Sparks started flying out of 02 area then moved to the outlet beside it. There is visible black coming from top of outlet and the chain for the 02 tree is charred. Employee was shocked during this time. Employee asked to go to ER, refused. Patient moved to another room and room blocked. Fire department, security, aoc and on call maintenance notified. Patient code: 2554. Device code: 2595, 1071. Reference report mw5186425.